Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief was detached from the luer, and the luer was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flow test was not possible because the strain relief/luer was separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief could be seen. The reported event was confirmed as the strain relief was detached from the luer.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use. After connecting the perfusion route to the port and performing ablations, an attempt was made to remove the route to connect to a non-boston scientific mapping catheter, but part of the port became disconnected and damaged. It was not visually noted that air could have ingressed into the catheter through the detached part of the port. The physician decided to remove the catheter from the patient's body and replace the device, and the issue was resolved. The procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use. After connecting the perfusion route to the port and performing ablations, an attempt was made to remove the route to connect to a non-boston scientific mapping catheter, but part of the port became disconnected and damaged. It was not visually noted that air could have ingressed into the catheter through the detached part of the port. The physician decided to remove the catheter from the patient's body and replace the device, and the issue was resolved. The procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.